Event description:
It was reported that during a peripheral artery stenting procedure using the everflex entrust , there was difficulty advancing the stent through the catheter while attempting to treat a moderately calcified, moderately tortuous lesion in the left mid superficial femoral artery. The vessel was pre-dilated with an evercross 6 mm x 40 mm device, and the stent system was advanced over a nitrex .035 400 cm guidewire through a terumo 6 fr destination sheath. Severe resistance was encountered during advancement and excessive force was used. The outer sheath of the stent catheter cracked and separated from the handle during use in the patient. The stent prematurely deployed within the destination sheath rather than in the target location, remained within the sheath without migration, and was reported to be jammed at the end of the sheath as observed under fluoroscopy. The sheath was removed from the patient due to the event, and the device was reported to have been safely removed. The procedure was completed using a new 6 mm x 80 mm everflex device. The patient outcome was reported as alive with no injury and no health consequences or impact. A cut to a medtronic employee was reported when handling the damaged sheath and stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.